Manufacturer narrative:
Additional information has been requested but has not been received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-02366; related manufacturer reference number: 2017865-2020-02368. It was reported that the patient had a recurring (B)(6). The implantable cardioverter defibrillator and all three leads were explanted due to the infection, and were replaced.

Manufacturer narrative:
The reported events of infection and inability to retract helix were not confirmed. During analysis, a failure event was observed which was unrelated to the reported event. A partial lead was returned in two pieces. The distal tip/helix portion was not returned. Final analysis found two external insulation abrasions breaching the outer insulation, one was noted at 16.0 cm from connector pin and the other was noted 24.7-25.0 cm from proximal end. These abrasions were consistent with friction to the device can or another feature.